Manufacturer narrative:
The reported event that the bottom part of the hook snapped off was not duplicated and no failures were confirmed. The device was not returned for evaluation.

Event description:
It was reported that a part of the hook of the navlock universal tracker adapter broke off during a spine procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that a part of the hook of the navlock universal tracker adapter broke off during a spine procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been returned for evaluation at this time.